Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The evaluation revealed that there are some rusty areas mainly on the contact areas with screw nuts on which the protective coating has worn off during long term use. The base material therefore was chemically attacked with the result of partially rust formation; this product was produced and distributed in 1997. Please note: regarding corrosion it can be stated, that all materials, including so called stainless steel as well, are conditionally only rust resistant. The corrosion resistance is maintained only, when the material is stored on a dry and metallic contact less condition. All metallic contacts on humid or wet condition create electrolytic reactions with contact corrosion as result. No product or material related fault could be detected. However, a review of the device history records has been requested.

Event description:
It was reported that the wrench is corroded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: a review of the device history records was performed and no complaint related issues were found.

Event description:
Additional attempts revealed no further information is available for the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.